Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic bd assy lvp 8100 m2. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had an "alarm - error codes / messages". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board for intermitte (B)(4) - error codes / messages. A review of the device history record showed the device had a manufacture date of 22 oct 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that there was a production failure (B)(4) for 110 uplifted keypad which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic bd assy lvp 8100 m2. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had an "alarm - error codes / messages". There was no patient involvement.